Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer reported blood glucose value of 38 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), glucagon, glucose/carb intake. The event involved product(s) mmt-1884, mmt-342, mmt-442a, mmt-7040a. Troubleshooting was not performed. The use of the pump within 48 hours of the reported event and the status of the auto mode/smartguard feature was unknown. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-442a. No product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: please see (B)(4) for the low on (B)(6) 2024, (B)(4) for the low on (B)(6) 2024, and (B)(4) for the high on (B)(6) 2024. This case is for the high on (B)(6) 2024. Sensor team representative said customer had a low blood glucose on (B)(6) 2024 and (B)(6) 2024 when sensor failed. Then, after changing the sensor, customer had a high blood glucose on (B)(6) 2024 and (B)(6) 2024. Customer declined troubleshooting for the high. Per (B)(4), customer treated the low on (B)(6) with grapes and orange juice and the low on (B)(6) with glucagon shots. It was unknown if smart guard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.